Event description:
The remstar plus, sys one device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint during the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation inside the blower kit. A dust fail contamination was also found. In addition, the device displayed error codes e062 (err_stuck_ramp_key), e066 (err_stuck_encoder_b), e063 (err_stuck_knob_key).

Manufacturer narrative:
510k has been updated to k131982.